Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 x 40-millimeter (mm) balloon. The inflation pressure was 29.4 ml. The infold was first noticed during the first recapture. The valve was recaptured 1 time. The final implant depth was 5 mm, but the target implant depth was 3 mm. It was noted that the valve did not move towards the ventricle during deployment. The valve was implanted using cuspal overlap technique and commissures were aligned. The post-implant bav was performed using a 25 x 40 mm balloon with an inflation pressure of 29.4 ml.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evprop-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, it was observed that the valve was not positioned at the target implant depth. Subsequently, the valve was recaptured. Following recapture, an infold of the valve was noted. Subsequently, a second deployment attempt was made, and the valve was placed successfully. A post-implant balloon aortic valvuloplasty was performed to resolve the infold. It was noted that the infold was mostly resolved, but not completely. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the implant depth of 5 mm was chosen by the physician. It was noted that the infold was possibly caused by the recapture of the valve.